Event description:
It was reported that six weeks post implant, the right ventricular lead exhibited loss of capture at maximum output. A computed tomography (CT) scan revealed lead perforation through the myocardium with some effusion. The lead was successfully removed and replaced with no complications to the patient. Upon removal of the lead, the physician noted that there were no tines present on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.